Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had broken black conductor wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the instrument was inspected prior to use and there was no damage out of the ordinary. It is unknown what surgical task was being performed. The black cable was a full break. The instrument was replaced as soon as the issue was noticed. There were not any signs of thermal damage at the site of breakage. There was no arcing observed and it is unknown if there was any instrument collision. Nothing fell into the patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. No conductor wire damage was observed. Annex g was updated based on failure analysis findings. Correction: primary product batch/lot number under section d was updated to k10231123 0246.

Event description:
Refer to h11 for follow-up information.